Event description:
It was reported that the patient underwent an unknown procedure on an unknown date in 2024, and suture was used. The sutures were getting broken during closure. No further information was provided. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * please confirm the quantity of sutures from product code vp2437p (lot t3041) that break during this procedure. * were there any patient consequences? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. Related events captured via: 2210968-2024-03117; 2210968-2024-03118; 2210968-2024-03119; 2210968-2024-03120.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4 primary UDI number: the expiration date and manufactured date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: as per pi team the information provided is incorrect product code / lot combination (nw2347; lot t3041). Could you please provide the given product code and lot number? Then you can consider t3031.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: poor quality suture material, this is to bring to your notice that the suture materials all of poor quality and all frequently breaking while suturing this will ultimately lead to poor healing. So requesting to kindly change the batch or brand of the suture materials provided. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the product code and lot number? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d4 primary UDI number and lot number. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As per product investigation team lot t3041 and lot t3031 is an incorrect product code/ lot combination.